Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, h10   no product was returned. The provided photo of the articular surface depicts evidence of a revision (surgical debris); however, no further information can be determined. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for the reported product. This complaint cannot be confirmed. A definitive root cause cannot be determined. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a knee revision approximately 8 weeks post implantation due pain discomfort and lack of range of motion. Revision surgery to downsize the insert component was successful. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). G2: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.